Event description:
On (B)(6) 2014, after a routine followup on this patient's reply dr pacemaker, the following warning message appeared after selecting the 'end' button to close the programming session: "altered protected registry not corrected." The device appears to be operating normally. Upon re-interrogation, the warning message did not reoccur.

Manufacturer narrative:
Method: since the device remains implanted, the programmer files from the date of the followup were analyzed. Result: the reported event resulted from a rare communication error not detected by the programmer. Consequently, an inappropriate warning was displayed to the user at the beginning of the first device interrogation. Conclusion: there was no impact on device functioning. The subject device can remain implanted, no further action is needed. (B)(4). Device remains implanted.